Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 40 mg/dl then they ate something and the blood glucose went into the 300 mg/dl, treated and blood glucose came down into the 240 mg/dl. Customer was not like to continue troubleshooting. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did not receive a change sensor alert. Customer removed the sensor and found that it was straight with a little blood on it. Customer states the site was not actively bleeding. The device will not be returned for analysis.